Event description:
Patient presented to the physician with swelling and redness at the chest incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with drainage at the chest incision site. Physician prescribed antibiotics. Patient returned for a follow-up appointment, where improvement was noted.

Event description:
Patient presented back to the physician with improper wound healing of the chest incision due to a recent infection and purulent discharge at the wound site. Physician brought the patient into the or, excised the chest pocket tissue, irrigated the pocket with gentamicin saline, and closed the incision.